Event description:
A user facility biomedical technician (bmt) reported to fresenius technical support that a 2008t hemodialysis (hd) machine displayed communication errors when attempting calibration of the bicarb conductivity cell. Upon follow up, the bmt said that the actuator-test board shorted and emitted a burning smell. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The actuator-test board was the original fresenius part on the machine. The bmt reported that there was no blackening, charring, melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. He did not know how many hours the machine had. The bmt replaced the actuator-test board to resolve the issue. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to fresenius technical support that a 2008t hemodialysis (hd) machine displayed communication errors when attempting calibration of the bicarb conductivity cell. Upon follow up, the bmt said that the actuator-test board shorted and emitted a burning smell. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The actuator-test board was the original fresenius part on the machine. The bmt reported that there was no blackening, charring, melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. He did not know how many hours the machine had. The bmt replaced the actuator-test board to resolve the issue. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.